Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging nose irritation, respiratory tract irritation, dizziness headache,hypersensitivity,nausea, vomiting, asthma (new or worsening), inflammatory response, kidney disease/toxicity, liver disease/toxicity, kidney cysts. Liver enlargement, multiple masses in body. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.